Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the reported event was unable to be replicated the presumable cause of the reported event is likely due to the charged coupled device (ccd) unit was damaged while the user was handling the device which led to temporary occurrence of the suggested event. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during preparation for use for a diagnostic bronchoscopy procedure, the evis lucera elite bronchovideoscope device yielded a b30 scope communication error message. There is no patient involvement. The intended procedure was completed with another similar device without any delay.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. The device was repaired twice in the last year. Upon inspection of the device, the b30 scope communication error message was not duplicated. However, the b30 error message can occur sporadically. The device yielded a blurry image due to damaged charge couple device unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.